Event description:
Feeding pump constantly ringing saying there is a blockage. No blockage noted. Able to flush peg (percutaneous endoscopic gastrostomy) tube and prime pump without any issues. Pump and tubing changed overnight d/t (due to) the same issues. Also, when this happens it wants you to prime the tubing, which is done but then you are not able to restart the pump. Constantly goes back to screen to manually prime pump so, you need to remove setup from machine or completely turn off pump. Sometimes this works sometimes it does not. Vendor has suggested to avoid using flush bags and to not program flushes through the device; however, the device should work as intended.